Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an extraction surgery for the orif surgery for proximal tibia fracture with lcp plate and ti locking screws which was performed on (B)(6) 2022. During removal of the screws in the proximal tibia, the screws were not turned at all and could not be extracted, so a carbide drill was used to remove the screws. No further information is available. This report is for one (1) 5.0mm ti locking head screw self-tapping 34mm. This is report 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history (lot) a manufacturing record evaluation was performed for the finished device product code#: 413.334s. Lot #: 413p122. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04/10/2021. Manufacturing site: jabil grenchen expiry date:01/09/2031.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.